Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during the endoscopic colonic surgery, could not fire, did not cut through the washer breakage, the tissue was good(without cut line and staple line). Fired again, cut through the tissue,the staples fell off, did not staple the tissue. All the staples were retrieved from the patient. Suture was used to sew the wound. There were no adverse consequences to the patient.